Event description:
Country of complaint: france. Following use of this product, the veterinarian has experienced issues with infection.

Manufacturer narrative:
Us reporting agent notified on 02/18/2014. Mfg site eval: eval on-going.